Manufacturer narrative:
Physician name: (B)(6). Occupation: patient family member or friend. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported via social media that the patient suffered a stroke. On (B)(6) 2017 a left atrial appendage (laa) closure procedure was performed and a watchman ® laa closure device was successfully implanted. On (B)(6) 2017 the patient was taken off blood thinners. In (B)(6) 2018 the patient suffered a stroke and is in intensive rehabilitation.

Manufacturer narrative:
The event date was reported as (B)(6) 2018.

Event description:
It was reported via social media that the patient suffered a stroke. On (B)(6) 2017 a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. On (B)(6) 2017 the patient was taken off blood thinners. In (B)(6) 2018 the patient suffered a stroke and is in intensive rehabilitation. It was further reported that the patient has passed away.